Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the addition of morphine and dexamethasone and saline in a cassette the compounder observed that the cassette bladder began to leak during compounding. Leaks can expose a patient and/or clinician to medication that could cause or contribute to death or serious injury. There was no patient involvement, and no patient harm reported.